Event description:
During a remote follow-up, noise that resulted in over-sensing, far field r-wave oversensing (ffrw), and automatic mode switch (ams) were detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.